Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the burning sensation occurred on (B)(6) 2017 when they ate (B)(6). No steps were taken to resolve the burning sensation other than ¿not eating strawberries,¿ staying with soft food and ensure. The device was replaced on (B)(4) 2017.

Manufacturer narrative:
Information references the main component of the system.

Event description:
A patient reported they were having problems keeping water/food down. After their first device was replaced, their symptoms were better but periodically they had issues with the same symptoms of burning sensation inside when trying to keep things down, like 5 strawberries and water. They symptoms occurred at various times. At their most recent healthcare provider (hcp) appointment, it was determined that their battery was also dead/not working/not responding. They patient inquired about the implantable neurostimulator (ins) longevity. It was unclear if the depletion was due to normal battery depletion or not. The ins was indicated for gastric stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.